Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited pacing impedance measurements greater than 3000 ohms. Previous impedance measurements were 1904 at last f/u. The electrograms have no noise and there have been no episodes recorded. Pacing thresholds are 1.8v and the sensed r wave = 13.3mv.